Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open cystectomy with ileal conduit procedure, the device firing knob broke, and component dropped and unknown if it fell into the cavity. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.